Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl. The customer also experienced different blood glucose level of 368 mg/dl customer did not report any symptoms or treatment related to high blood glucose. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.